Event description:
On 2025-nov-12 additional information was received from a healthcare professional (hcp). They repeated information about the lead and battery being revised/replaced. They also included a summary of their discussions with the patient as summarized below. The patient is a 72 yo white female with long standing history of overactive bladder with urgency urinary incontinence who presents today for discussion of interstim revision. They had it placed about 10 years ago at a different urology practice. It initially worked for about 2 years but the patient did not present for reprogramming due to them not feeling comfortable with the urology practice. They had a lot of back surgery in the interim. The battery was checked in (B)(6) 2024, low life. The patient opts to have revision of lead and generator for better bladder management. Treatment options were discussed at length and they understand that there is the option to do nothing, bladder botox or proceed with the interstim. The patient understands the nature of the procedure as well as the anticipated recovery and possible risks contraindications were also reviewed. They understand that they will be able to have limited access of their generator with their remote and have further intervention done with the in-clinic programmer. They have no further questions and are wanting to continue with interstim therapy. The patient understands that if they do not have the expected response with stimulation of the new lead intra-operatively, then they will be converted to stage 1. Discussion about being awake for stage 1 procedure discussed. Expectations thoroughly reviewed and accepted including need for reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1mfg3 implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1mfg3 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 07-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they might still be sore because they had to remove the whole old system and put in a new one and it seems the doctor wasn't planning that.